Event description:
A report was received indicating that the patient's pump battery was experiencing issues with holding a charge. There was no additional information provided concerning the impact on the customer's blood glucose levels. The customer, currently out of warranty, is in the process of obtaining a new device and has declined further follow-up from technical support.